Manufacturer narrative:
The implant has been placed in 26 position on (B)(6) 2017 and removed on (B)(6) 2017. The wrong assembly (bad indexing), the damage of the pick-up transfer and the use of this old pick-up transfer instead of the new bought products, were factors increasing strongly the risk of blocking the pick-up transfer inside the implant. The incident is not directly linked to the implant.

Event description:
A pick-up transfer is stuck inside the implant.